Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: web.

Event description:
A consumer reported two false positive sars results the consumer communicated the results were confirmed negative by one rapid antigen assay and molecular (pcr testing). The consumer was symptomatic. Report 1 of 2.